Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for unknown mgu therapy. It was reported that the caller stated they went to the urologist on (B)(6) 2017 because caller stated the patient had gotten an uncontrollable bladder. Caller stated they had been waiting and further stated it sounded like there was some kind of issue in the health care professional (hcp) office as to whether they could get a rep to come and look at the device. Caller stated hcp office made it seem like there was going to be a problem contacting rep and caller thought there was an argument with rep. Caller stated they had been waiting all that time and said their hcp office had called them every couple weeks to let them know that they were still trying to get a rep. Caller further stated the urologist could not provide them with any answers as to why patient had a total lack of bladder control. Caller further stated as they were leaving the hcp office they asked hcp about the implant and hcp said maybe the battery died. Caller stated they had not made any adjustments and confirmed hcp did not take a look at the device or did anything. Caller stated they were not happy with hcp service and stated hcp was supposed to be a good doctor. Caller further stated patient was completely out of control and further stated last night patient fell and broke their nose. Caller inquired why it would take hcp office that long to get in contact with rep. Patient services reviewed to have hcp office call to get a rep. Caller stated hcp office keeps calling them apologizing and told them hopefully they could get somebody in the next couple days. Caller stated patient knows implant is on because they could feel stimulation, caller referred to as vibration. Caller did not have the patient programmer with them. Caller further stated patient told them they did not have a patient programmer. Caller stated patient was very forgetful and therefore could not tell them where the patient programmer was. Caller stated that patient fell night prior to call and had fallen several times before then; further stated patient fell a lot because their legs give out. Caller confirmed they did not know when patient¿s legs started giving out but confirmed unrelated. Caller stated patient had a car accident in (B)(6) and was in hospital for about a week after that. Caller further stated patient had fallen at least once after the accident. There could be no troubleshooting due to patient programmer missing. There were no further complications reported.